Manufacturer narrative:
The customer reported the asi is blank. The maintenance schedule is reported as monthly. Discussed proper maintenance, and advised customer to replace the 9v battery as soon as possible. Advised the customer to reinstall the battery pack after the 9v battery is replaced and verify the asi is flashing green. Recommended replacement of the AED due to its age; the device was shipped from the manufacturer in february 2006. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the is asi is blank. The reported event did not occur during patient use.